Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was found dislodged out of its implant position. The patient was not pacer dependent. The lead was scheduled for lead revision. During repositioning, the procedure was not completed as the helix could not be retracted. The lead was explanted and replaced. The patient condition after the procedure was normal.

Manufacturer narrative:
No anomalies were found during analysis. Based on the information available, we were not able to identify a definitive root cause for the event. Therefore, we have no evidence of a device malfunction. We will continue to closely monitor the performance of this product for any significant trends.